Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported device boots up to main display but did not go into the operating mode. There was no reported patient involvement.

Manufacturer narrative:
.